Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a right hemicolectomy procedure, device fully cut the tissue all the way to the end of the reload as it should, but only stapled proper b formation staples 3/4 the staple line. The rest of the staples were not properly formed. The surgeon had to suture over the staple line. No patient consequences reported.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. If the device is received at a later date a supplemental medwatch will be sent.the manufacturing records were reviewed and no discrepancies were found during the manufacturing process.